Event description:
Device malfunction: none. Time of event: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in training in the use of the starclose device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during clip delivery, the pt "jumped" and the clip did not achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse pt effects thought requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found it was fully clip deployed and no abnormalities were observed. However, as stated in the reported case description, the pt reaction (jumping) during clip deployment was likely a contributing factor for the reported failure to achieve hemostasis. No manufacturing issues were detected and were unable to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.